Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported he had an adjustment with the manufacturer's representative (rep) about 2 years prior to (B)(6) 2016. They adjusted it so it was even because some of the wires were not working up there. There was uneven stimulation. The rep got it all adjusted so it was evened. Relevant medical history included failed back surgery syndrome and spinal pain. Please see manufacturer report #6000153-2016-00214 for information on the patient's concomitant product.

Manufacturer narrative:
.

Event description:
Additional information received from the consumer reported one of the leads was not working. Another program was added because one side did not work.